Event description:
User facility voluntary medwatch form #1039663 received with the following information: "following routine cardiac catheterization, doctor attempting a right femoral arterial closure had difficulty removing the starclose device sheath (following the guidelines for proper protocol). The abbott vascular technician (clinical specialist) was immediately called. The clinical specialist recommended rotating the device and applying manual pressure above the sight and pulling (removing) the device sheath out. This procedure was successful and no untoward effects were encountered." In addition to what was reported by the account, the physician was able to close the arteriotomy with the starclose device. The patient did not experience any adverse events as a result of this incident.

Manufacturer narrative:
The results of the evaluation of the returned device showed a pusher body to pusher bond failure. Corrective action is ongoing. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.